Event description:
Customer reported that their freestyle flash blood glucose monitor would not power on when a button was pressed, and as a result, the customer was not properly monitoring their blood glucose. The customer reported feeling dizzy and as if she could not speak. They reported experiencing a seizure. Paramedics were called, and the customer was transported to a local hospital where they were diagnosed with diabetic ketoacidosis. An unspecified intravenous treatment was administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.